Event description:
It was reported that there was intermittent t-wave oversensing on the right ventricular (rv) lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334trg implantable cardioverter defibrillator, (B)(6) 2012; 5076 implantable pacing lead, (B)(6) 2012; 4368 implantable pacing lead, (B)(6) 2012. (B)(4).